Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 114 mg/dl and the sensor glucose was 204mg/dl at the time of the incident. The customer reported that sensor glucose and blood glucose difference is not within acceptable range. Current sensor glucose value as unknown. Current blood glucose was unknown. Insulin delivery was suspended due to sensor glucose values. Sg value that triggered the suspend event was unknown. Suspend before low limit in sensor settings was 65. Customer had high blood glucose of 289mg/dl because pump suspended on incorrect low. The customer treated it with pump bolus. The customer declined further troubleshooting. The sensor will not be returned for analysis.